Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that upon the patient arriving in the intensive care unit, transesophageal echocardiography (tee) performed showed the impella was too deep in the ventricle. While the medical doctor was repositioning the impella at the bedside, the connection of the sterile sleeve at the blue suture hub broke which resulted in the physician accidentally pulling the pump back into the aorta. The medical doctor attempted to recross the valve using tee imaging but was unsuccessful. The decision was made to take the patient back to the operating room to replace the impella. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.